Event description:
It was reported that the physician performed an uncomplicated sling procedure with abdominal guides. The pt is healthy with a previous anterior colporrhaphy and genuine urinary stress incontinence. The pt developed urinary retention post-operatively. The tape was cut beneath the urethra. The pt is now continent and voiding normally.